Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the log file data provided by the account, confirmed a full battery depletion event. The submitted log files contained overlapping data spanning from (B)(6) 2020 at 22:52:04 to (B)(6) 2021 at 16:37:18, per the timestamps. The recorded data appeared to have captured the system operating as intended, until (B)(6) 2021 at 05:50:18, when a low battery advisory alarm was captured. Approximately (B)(6) hours and (B)(6) minutes later, at 08:13:24. This alarm had progressed into low battery hazard/no external power alarms, activating the emergency backup battery (ebb). The pump remained in power save mode until the ebb depleted. Causing the pump to stop for an unknown amount of time, as well as the controller clock to reset to the default manufacturing timestamp of (B)(6) 2001 at 01:00:00. The pump resumed normal operation at the fixed speed, for the remainder of the log file, after it had been connected to fully charged batteries. The controller clock was set to the correct time and date on (B)(6) 2021 at 06:30:25. The afore mentioned sequence of events is consistent with the depletion of the patient's batteries, causing the pump to stop, and the controller to reset. The patient remains ongoing on (B)(6). And no further events have been reported at this time. Additional information was requested from the account. However, none has been provided at this time. The relevant sections of the device history records were reviewed, and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 14mar2019. The heartmate ii, left ventricular assist system instructions for use provides important information regarding the heartmate batteries. And outlines monitoring battery charge level/replacing depleted batteries. This document outlines all system controller alarms, as well as how to respond to such events. The instructions for use explicitly states, "a patient should sleep or plan to sleep only when connected to the power module. If a patient falls asleep, during battery powered operation, the low battery alarms may not awaken the patient before battery depletion". The heartmate ii, left ventricular assist system patient handbook outlines battery charge level, fuel gauge display, and all system controller alarms, as well as how to respond to such events. This document explains, that if the yellow diamond comes on, the user is instructed to promptly replace the low batteries with two fully charged batteries or switch to the power module. The patient handbook, indicates that the power module should be used for power, while the user is indoors relaxing. And always when sleeping (or when sleep is likely). The user must connect to the power module when sleeping. Otherwise, the alarms may not be heard. Instructions for exchanging batteries and switching power sources are provided in the patient handbook. This document also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a pump stop that occurred because the patient allowed the external batteries and the emergency backup battery (ebb) to drain completely. Once adequate power was restored the pump returned to operating at the set speed of 9000 rpm. As a result of this event the controller was reset which resulted in yellow wrench alarms. There were no other unusual events recorded in the log file event history. The mcs equipment is operating as intended.